Manufacturer narrative:
Patient directly contacted miramar labs and reported the adverse event. Attempts were made to gather details about the clinic, device, treatment, and patient's status.

Event description:
Patient reported increased pain under the treated axilla 2 years post miradry treatment.